Event description:
A report was received that the patient was not receiving adequate stimulation. A system check noted that two contacts displayed high impedances and the lead was fractured. The lead fracture was noticed during the revision procedure. The patient underwent a revision procedure and the physician chose to replace the lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The complaint has been confirmed. Visual inspection of the lead found that the lead proximal end is fractured between contacts #5 and 6. It resulted in having high impedances on contact #2 and 3. The root cause of lead fracture is unknown.

Event description:
A report was received that the patient was not receiving adequate stimulation. A system check noted that two contacts displayed high impedances and the lead was fractured. The lead fracture was noticed during the revision procedure. The patient underwent a revision procedure and the physician chose to replace the lead. The patient was reportedly doing well following the procedure.